Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 590 mg/dl. The customer treated for their high blood glucose with insulin pump. Customer stated that bolus was not delivered. The customer alleges insulin pump was under delivering due to he woke up with 500 plus blood glucose reading. Customer using auto mode feature active at the time of event. Customer¿s current blood glucose was 450 mg/dl. The insulin pump and reservoir will not be returned for analysis.